Event description:
According to the reporter, during a vascular procedure at hand, the sponge was linting and piece or part fell into patient cavity. The piece that fell was retrieved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.